Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned /non-emergency treatment, and the procedure was completed using another system. The philips field service engineer (fse) inspect the system onsite and confirm that there was hard disk problem. Review of the system log file didn't confirm the reported malfunction. Upon functional testing, the fse found that the hard disk was defective, and images were not stored to hard disk. To resolve the issue, the fse replaced the hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the hard disk drive was defective. The device was in clinical use at the time of the event. A philips field service engineer (fse) visited the site and replaced the hard disk drive. No harm to the patient or user was reported. Philips has started an investigation of this complaint.